Event description:
It was reported while running bd bactec¿ fx, instrument top, packaged false positive results were obtained. Vials were examined by the doctor and there was no growth. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: reported false positives.

Manufacturer narrative:
H6: investigation summary customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. The field service engineer (fse) was dispatched and replaced (pn# 441320 - coupling sleeve flex bfx spare), (pn# 441302 - pc board main interconnect bfx spare). The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Device history record review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history record review revealed no previous complaint for false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was worn coupling sleeve. CAPA (corrective and preventive action) CAPA 410111 was recently implemented for false positives. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while running bd bactec¿ fx, instrument top, packaged false positive results were obtained. Vials were examined by the doctor and there was no growth. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: reported false positives.